Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed. Possible myopotential oversensing was suspected. Further testing and programming changes were recommended. Patient was stable. No further action was taken.